Event description:
It was reported that three days after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The patient intially presented with chest pain. Angiography revealed there was a lesion in the mid left anterior descending (lad) artery. The lesion was eccentric and 95% stenosed. The vessel was pre-dilated with a non-bsc 2.50x15mm balloon at 10 atm for 30 sec and then a taxus express2 3.50x16mm drug eluting stent was deployed at 16 atm for 30 sec in the mid lad. The results were good with timi iii flow and 0% residual stenosis. During the procedure the patient was administered versed, heparin and integrilin. Plavix, aspirin, a beta blocker and heparin were administered after the procedure. There were no reported patient complications. Three days later the patient returned with chest pain and EKG showed acute anterior myocardial infarction. Angiography revealed acute stent thrombosis in the mid lad. A taxus express2 3.50x12mm des was deployed to treat the area. The patient was to continue plavix, aspirin, beta blocker and heparin therapy and to add an ace inhibitor, inspra and coumadin. No further patient complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 8700825 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. There are no similar complaints of this nature related to this batch number.